Event description:
It was reported that the ilet user observed a blood glucose of 245 mg/dl after repeatedly ingesting candy overnight in response to ¿glucose falling quickly¿ alerts and treating glucose values of 98, 138, 125, 85, and 167 mg/dl despite glucose not being below the treatment threshold, which constituted an improper method and failure to follow instructions; no device component was implicated. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified as overtreating perceived hypoglycemia, and no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.